Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee) visit, the patient was taken off their blood thinner. A tee performed at a different facility on (B)(6) 2021 noted a leak around the device. Up to the time of the event the patient was on aspirin. The patient was put on eliquis. No additional information is known at this time.